Event description:
It was reported this brady lead was not successfully implanted due to lead helix was bent after multiple repositioning attempts. Also, patient had only one target branch and it had higher than acceptable thresholds. A new lead with a different model was implanted. No adverse patient effects were reported.